Event description:
During suctioning it was noted that the sheath around the suction catheter was filling with air. The nurse called the respiratory therapist over to the bed. The respiratory therapist was unable to determine the cause of the air entering the sheath and also noted that the pt was desaturating. The pt was removed from the ventilator and ventilated with a resuscitation bag. There was no improvement in the pt, so the pt was electively extubated. During the reintubation attempt, surgeons were called to the unit to remove the tube. It was found that a 6 cm long portion of the catheter had broken off and dropped into the airway, causing a partial occlusion of the airway.